Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous proximal right coronary artery (rca). A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 16 atmospheres, the balloon ruptured. No segment of the device detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.